Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Evaluation of the device on april 24, 2018 stated that the pre-test calibration and test cut could not be taken due to an altered comb. The side plates, roller and gear were also found damaged. Repair of the device occurred the same day and involved the side plates, bushings, comb, roller, gear, and stabilizer feet being replaced. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance and it was noted that it required repair for additional defective components, it is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided, the root cause of the reported event cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that initially the unit was sent for preventive maintenance. Later it was noticed that the unit required repair. During investigation, it was discovered that the comb was altered. No adverse events were reported as a result of this malfunction.